Event description:
During a ureteroscopy, at the moment of opening the basket to capture the stones, the sheath broke 4 to 5cm from the basket and the basket became dislodged. The physician was able to remove the basket. There has been no pt injury linked to this event.